Manufacturer narrative:
Lot # should read, "k09415ac17apr." Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Per the sales representative, a custom implant was implanted into a patient's skull, but has to be removed due to infection. The infection was noted before the surgery to implant the custom implant. No further information is available at this time. Update per sales rep: surgeon advised sales rep infection not related to device so they will not be doing a revision.

Event description:
Per the sales representative, a custom implant was implanted into a patient's skull, but has to be removed due to infection. The infection was noted before the surgery to implant the custom implant. No further information is available at this time. Update per sales rep: surgeon advised sales rep infection not related to device so they will not be doing a revision.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device left implanted.